Event description:
The pt reported the infusion device does not deliver insulin. On (B)(6) 2012 at 10:30 pm, her blood glucose measured 189 mg/dl and measured 490 mg/dl at 12 am. She bolused 6 units of insulin through the infusion device. On (B)(6) 2012 at 2:30 am, her blood glucose measured 285 mg/dl and she bolused 5 units of insulin through the infusion device. At 4:30 am, her blood glucose measured 500 mg/dl and she bolused through the infusion device (amount unk). At 7:30 am, her blood glucose measured 423 mg/dl. She went to her diet specialist and felt very sick and vomited. The diet specialist called the emergency dr and the pt was transported by ambulance to the intensive care unit. She was diagnosed with an intestinal infection and she received medication for 7 days while hospitalized. Her normal blood glucose level is 120 mg/dl. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.